Event description:
About one week after inserting the 30cc iab in a critically ill pt the leg became ischemic so the iab was removed. The physician felt that the iab may have been too big for the pt. The pt has a vsd repair and a pulmonary valve "hemograft". The hosp is planning to insert another MFR's 20cc iab in this pt.